Event description:
It was reported that customer received an empty cartridge alarm because cartridge was not fully snapped into pump. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, cleaned and inspected pump and cartridge as instructed by technical support, found no damage or loose parts, successfully reloaded original cartridge, resumed insulin therapy, and technical support opened separate case to track cartridge fit issue.